Manufacturer narrative:
A review of tickets was performed for reagent lot number 96023m800. The search found no other tickets or trends for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of lot 96023m800 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 96023m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ca19-9 reagent, lot 96023m800.

Manufacturer narrative:
Complete information. Patient information: patient identifier same patient two identifiers= (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-39 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer reported falsely elevated architect ca19-9 results on one patient. The results provided were: first sample sid: (B)(6) = 67.40 / retest = 5.10 / 4.88 / 4.96; second sample same patient sid: (B)(6) = 45.90 / 200.30 / 37.98iu/l. There was no additional patient information available. There was no reported impact to patient management.